Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was failed downstream occlusion (dso) calibration.¿ was confirmed. The probable cause was the dso sensor was damaged and therefore replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was failed downstream occlusion (dso) calibration¿. During device evaluation, it was found, the dso sensor was damaged. The event happened during testing.